Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury. However, customer did report that, "because of the delay in checking blood sugar (she) is experiencing dizziness". She did not require third-party medical intervention.

Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.